Event description:
On (B)(6) 2017, a 4 mm amplatzer septal occluder was to be implanted. When the 6f amplatzer torqvue 45 delivery system (dtv45) was opened, there was resistance and the tip seemed to be rolled up. Another delivery system was not available to complete the procedure. The patient was scheduled for an unknown date in the future to complete the asd closure.

Manufacturer narrative:
The reported event of "resistance and the tip seemed to be rolled up" could not be confirmed. The sheath could not be analyzed as it was not returned to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.